Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01/22/2020.

Event description:
The customer reported the ventilator was unable to be turned off. There was no patient involvement. The manufacturer's international service technician evaluated the device and confirmed the reported problem. They also found that the measured output of the battery was zero volts. The service technician disconnected and reconnected the ac (alternative current) power cord and the unit started up normally. The reported issue was resolved. The technician suggested the customer replace the lithium ion battery and the power management board. The customer has not yet approved the repair.